Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain. It was reported that the reason for the call was the patient stated they needed to have reconstructive surgery on her stomach and the plastic surgeon couldn't move the pump so they needed someone to come in and take it out and put it back in. The patient stated she was about ready to take the pump out but they wouldn't do that because it worked. The patient was redirected to their healthcare provider to further address the issue. The patient stated back in (B)(6) 2024 her pump was leaking because of the connection, the patient stated something to do with the spinal fluid possibly however stated they did not know much about it and stated they were not sure there were even medication in the pump but not sure. The patient mentioned it had been fixed since and all working correctly. The patient did not know who the mdt rep was at that time and stated they just spoke to someone in the hospital.

Manufacturer narrative:
H1 and h6 correction: upon further review the event is a serious injury. Coding has been updated to reflect this. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.